Event description:
Additional information received indicate surgical intervention occurred wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction section h6: 3221 should have been submitted instead of 3233 for the investigation findings reported in the initial report.

Event description:
Related manufacturer reference number: 3006705815-2022-01055. It was reported the patient is experiencing ineffective therapy. Troubleshooting attempted but did not resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.